Event description:
Unomedical reference number (B)(4). Event occurred in slovenia. On (B)(6) 2022, the patient reported that the infusion set was disconnected from the plastic infusion set base (the tubing came out) during the night. Consequently, she woke up with elevated blood glucose level of 20 mmol/l. Therefore, she tried to treat it by administering herself a bolus. Her blood glucose level dropped and she did not need any medical intervention further. According to the complaint investigation performed on the returned used devices (2 tubing), it was found that the tubing was detached from the tubing connector. No further information was available.